Event description:
Patient reported right side "physician had to open and ¿pull down¿ the prothesis because it had ¿glued¿, capsular contracture baker grade unknown, and back pain. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "physician had to open and ¿pull down¿ the prothesis because it had ¿glued¿, and back pain, and "messing with the patient¿s head, who is in a difficult moment." Capsular contracture no longer reported. Device remains implanted.